Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging. There was no patient involvement reported.

Event description:
It was reported that before use, during daily checks by staff, the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the batteries not charging. In order to fix the issue, the fse replaced the power management board. This corrected issue. The fse also replaced the batteries which were overdue from last pm cycle, as well as, consumed a p-clip. The unit passed all functional and safety tests according to factory specifications. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing department inspected the power management bd p/n 0670-00-0767 and observed the transistor q 27 is shorted/burned. Based in past experience when transistor q 27 is shorted it will not charge the battery. The pcba power management bd could not be tested due to the shorted/burned transistor q 27. Retaining the pcba power management bd in the failure analysis and testing department per procedure.